Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient had a filter placed at an unknown facility, for an unknown reason. Post placement, the patient was in a vehicle accident. The patient presented to the hospital with lower lumbar pain. A CT scan was performed and it looks as though 1 leg of the filter is fractured, and 3 appear to be extravascular. Patient outcome: lower lumbar pain.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: no product is returned and no imaging is provided. According to the description of event one filter leg was fractured and three appeared extravascular (perforation assumed). Based on the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported fracture and perforation. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient had a filter placed at an unknown facility, for an unknown reason. Post placement, the patient was in a vehicle accident. The patient presented to the hospital with lower lumbar pain. A CT scan was performed and it looks as though 1 leg of the filter is fractured, and 3 appear to be extravascular. Patient outcome: lower lumbar pain.